Event description:
It was reported that the ndle 18ga 1-1/2in blt fill nc tw shld experienced product damage. The customer reported, "the service reports that several needles at the hub were found cracked and/or broken."

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with 3 samples of lot 190119: 2 damaged hub (cav 3u and 5j) and 1 broken hub at the level of middle hub. The defect is confirmed. However, after discussing with our production technicians and based on our previous experiences, the broken issue could not be produced before used: damaged hub may be produced in the tray of the hub feeder where hubs are placed in racks (a plastic piece used to move needles though the assembled process). If any hub has some inappropriate placement due to some unexpected movement, it could have been enough damaged to break itself during handling of the product, but not during manufacturing steps because it should be discarded in the packaging machine.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ndle 18ga 1-1/2in blt fill nc tw shld experienced product damage. The customer reported, "the service reports that several needles at the hub were found cracked and/or broken."